Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information medtronic legal received information regarding insulin pump had crack on retainer ring from the attorney of the family. Customer stated insulin pump had malfunctioned due to the retainer ring defect and failed to deliver the correct dose of insulin. Customer was diagnosed with hypoglycemia because of frequent insulin pump failures. Customer also stated they suffered from mental stress, anxiety, worry, humiliation, fear, concern because insulin pump malfunctioned. Customer also reported loss of consciousness that resulted in vehicular accident. The insulin pump will be returned for the further analysis.